Event description:
A call to technical services on (B)(6) 12 states that this ra lead was capped due to high impedance. The lead is either a 4004 or 4504. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).